Event description:
It was reported that an alarm signaling occlusion, identified as alarm 2 followed by alarm 26, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the customer on steps to address the issue, including disconnecting the tubing and delivering a bolus, but the occlusion alarms recurred. The customer noticed a ball of insulin, indicating a persistent issue, and decided not to continue using the pump. As a resolution, the pump was confirmed to be under warranty and was set to be replaced by the technical support team. The customer was informed to place the pump into storage mode and return it using a pre-paid label provided. The customer opted for multiple daily injections as a backup therapy to maintain insulin delivery during this process.